Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist as a troubleshooting measure, have disabled the netbios according to ka 000013997 & 000008629 on station which might cause the station to be slow. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the application is slow. There were no adverse events or injuries reported based on this event.